Event description:
The customer reported that their propaq monitor was not attaching to the acuity central station of an unk reason. During troubleshooting welch allyn tech support found that one terminal server lantronix 16 port ts-icu1 and 2 access point symbol us (ap-1-4 and ap-1-5) were not reachable. This resulted in temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device has not been returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.